Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was having issues with battery life. The customer had received a replace battery now alarm. They did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting was performed and a new battery resolved the issue. They had also received a power error detected alarm. They were given a series of steps to resolve the issue. A self-test was performed and the device passed. However, the insulin pump failed the basic occlusion test. The customer¿s blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected power loss alarm or delivery anomalies noted during testing. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage was less that 3.5 volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on, pump was monitored and functioned properly. Pump passed the dat test inches. Unit received with minor scratched lcd window, cracked keypad at select button and cracked retainer.